Event description:
The complainant reported a patient was on impella cp support and the pump was explanted. Two hours after the explant, the patient started to decompensate. Five units of blood products were given. The physician suspected a retroperitoneal bleed following impella removal. The patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.